Event description:
It was reported that (2) devices were used during a prostate procedure. It was reported by the affiliate that the dh010's, used with a h1tuv, emitted noises after 10 minutes and had no function. Another instrument was used to complete the case. There was no consequence to the pt.